Event description:
Te hcp reported that the patient has not had good results since pump implant. The patient had undergone a trial, but since implant dose has been titrated up to 700 mcg/day. Bolus programming has been tried, as well as continuous rate programming. Volume discrepancies have not been noted. A catheter access port dye study was performed and was negative. Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available to us.